Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system turned off during a case and the screen went blank for 10 seconds. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system turned off during a case and the screen went blank for 10 seconds. There was no report of patient injury.

Manufacturer narrative:
Additional information: through follow-up communication with the service representative, livanova (B)(4) learned that during surgery, while attempting to adjust the temperature, the perfusionist reseated the temperature cable in port 1 of the temperature sensor module. Subsequently, the pump screen went blank and the pump stopped turning after closing the access door. The livanova service representative checked all functions of the system and was not able to reproduce the reported issue. The service representative did note that the position of the cable routing in the e/p pack was not positioned according to the recommendation in the instruction for use the cable was closer than recommended to the remote control for the on/off-switch. The service representative rerouted some of the cables to the manufacturer¿s recommendation. The device was functionality checked and passed without any further issues shown. The device returned to service at the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4).